Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported reservoir leaks on both rings. The reservoir was wet outside. The customer was experiencing high blood glucose levels. Customer's blood glucose level was 280 mg/dl. The device was not returned.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer's father called back to let us know that the customer had insulin leaks on three different reservoirs.